Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the tingling sensation was not determined, actions/interventions noted as helped the consumer reserve reprogramming, and the tingling sensation had not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer¿s family reported the consumer was implanted due to urinary incontinence. After surgery, waist implantation site tingling sensation, tingling intolerable. The doctor told to observe another month, if still cannot stand tingling need to explant products. There was not a more than 50% reduction in symptoms. It was unknown if any troubleshooting was done or cause determined. Requested hope to have a better solution. There were no further complications reported and/or anticipated.